Event description:
It was reported that the device has a burning odor. No patient involvement.

Manufacturer narrative:
Review of the source device (sn (B)(4)) service history record showed the device had a manufacture date of (05/24/2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Although the complaint of burning smell was not reproduced, thermal damage was found on the returned pump modules¿ iui¿s. Review of the pcu error log showed on record of low backup voltage failure (120.4410.0) on (B)(6) 2020 at 10:59 pm. This error code is consistent with the system experiencing a thermal event on the 8 volt line. Review of the pcu event log showed, prior to the issue being reported to bd, the pcu was powered on (B)(6) 2020 at 3:27 am and same patient and same profile (adult) were selected. All devices were actively infusing on (B)(6) 2020 when, at 10:59 pm, all devices recorded a channel disconnect and stopped infusing. Approximately forty (40) seconds later, the pcu recorded a system malfunction (120.4410.0- low backup voltage failure). Inspection of the pcu found no thermal damage. After replacing the damaged iui¿s, testing of the system¿s iui¿s showed no errors occurred during ambulation. Although the customer reported no patient involvement, the log showed the pcu was being used for treatment purposes.

Manufacturer narrative:
Although the complaint of burning smell was not reproduced, thermal damage was found on the returned pump modules¿ iui¿s. Physical inspection noted the device to be in poor condition with the instrument seal was peeled back the male iui was observed with thermal damage. Dried fluid was observed on the female iui and the membrane frame. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. The bezel was observed in good condition. Review of the pcu error log showed on record of low backup voltage failure (120.4410.0) on (B)(6) 2020 at 10:59 pm. Analysis of the pcu event log showed, prior to the issue being reported to bd, the pcu was powered on (B)(6) 2020 at 3:27 am and same patient and same profile (adult) were selected. All devices were actively infusing on (B)(6) 2020 when, at 10:59 pm, all devices recorded a channel disconnect and stopped infusing. Approximately forty (40) seconds later, the pcu recorded a system malfunction (120.4410.0- low backup voltage failure). At 11:01 pm, the user selected soft key 14 and was powered off. Resistance measurement was performed on the damaged male iui of suspect device lvp sn (B)(4). The resistance between the damaged pins #2-3 measured 1.7 m¿. Expectation for resistance is an infinite value (open), ohm measurement. Inspection of the pcu found no thermal damage. After replacing the damaged iui¿s, testing of the system¿s iui¿s showed no errors occurred during ambulation. The proximate cause of the complaint of burning smell is believed to be the result of shorted iui. Thermal damage was observed on the returned pump module iui¿s. Device history review: review of the source device (sn (B)(4)) service history record showed the device had a manufacture date of (05/24/2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (11/10/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device has a burning odor. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a burning odor. No patient involvement.